Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure a stent fracture occurred. In (B)(6) 2015, an express sd stent was placed in the 90% stenosed left vertebral artery. At a re-check in (B)(6) 2016 the physician noted that the stent body was fractured. No action was taken and the patient's status is stable.